Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and found that the evacuation bypass valve (ebv) to be malfunctioning. He replaced the ebv to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported intermittent low/high positive control failure on their iq200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.